Event description:
It was reported that pump displayed minimum fill notification while customer was attempting to load new cartridge with insulin. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed sufficient insulin in cartridge and that pump was worn in case, and technical support instructed removal of case for troubleshooting, but customer was unable to remove case and declined further troubleshooting, so no further action was taken.